Event description:
Upon insertion of the plastic trial keel into the tibia, the wing of the trial keel cracked. The surgeon removed the piece and had to use the corresponding metal instrument to complete the keel preparation. It should be noted that the pt had extremely strong bone. MFR ref # 3005180920-2014-00162.